Event description:
It was reported that the customer passed away. Customer's blood glucose reading one hour prior to the death was 163 mg/dl. Cause of the death was noted to be lung cancer. Customer was wearing the insulin pump at the time of the death and the insulin pump was requested to be returned. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.